Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details will not be requested due to legal case. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Legal representative reported a patient with a left side rupture. The device has been explanted.